Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage during shipping or mishandling could be probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during inspection, for a 3mmx1000mm ball tp gde rd, the protective cap from the sharp end of the guide rod had come off. The rod has pierced the packaging and also the box. The procedure was successfully completed without delay using a smith+nephew back-up device. No patient injury or other complications were reported.